Event description:
Healthcare provider reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on feb 19 2025, with lot number 2540475. Based on the product analysis performed, the assessments of the complaints are: deflation: observed opening as unidentified (tear) opening, observed delamination of diaphragm valve assessed as adhesive failure and observed an opening assessed as cracked valve seat diaphragm valve. As per the investigation procedure crease/wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Event description:
Device has been explanted and replaced.